Event description:
Customer reported the system will boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ups (uninterruptible power supply). System operates as intended.